Event description:
Caller states the pt reportedly rec'd a result of 95 mg/dl on the sensor system and a result of 38 mg/dl on a lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Customer rec'd new meter and new test strips.

Manufacturer narrative:
The event occurred in another country. The caller reported two different suspect strip lots, but did not know which strip lot produced the discrepant results. This medwatch report is for the suspect device used in system 1 (lot# 449919, exp date 11/30/2008). Reference medwatch report for the suspect device used in system 2.